Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be return due to facility policy.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure.